Manufacturer narrative:
(B)(6).

Event description:
Information was received that a smiths medical cadd solis vip pump was under-infusing. Pump was programmed by infusion nurse prior to patient's discharge. Pump settings-cefazolin two grams q8h, reservoir volume 285 ml, dose volume 93.3 ml, duration 60 minutes, every eight hours. It was noted that residual volume was elevated by 10 percent after 24 hour infusion, however pump indicated the medication was completely infused. No patient injury resulted.